Manufacturer narrative:
Reported event: an event regarding stem fracture involving a metal head was reported. Conclusion: it was reported that the stem fractured under the trunnion, which indicates the fracture occurred below the mating junction of the femoral head and the stem. It was also reported in the revision op note that "no significant metal debris" noticed during surgery. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. A full investigation is completed on the exeter stem (pr 2115906) within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that he undertook a reivsion of an exeter stem which had been implanted approximately 9 years ago. The stem had broken under the trunnion.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The surgeon reported that he undertook a revision of an exeter stem which had been implanted approximately 9 years ago. The stem had broken under the trunnion.